Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient fainted, fell and had convulsions. The patient's friend called an ambulance and when they arrived, they checked the patient's blood glucose and the meter showed 50 mg/dl. It is unknown what the cgm was displaying when the bg was checked. The patient was treated with a glucose injection and provided glucose orally. After treatment, the patient regained consciousness. The patient was taken to the hospital and was treated with additional glucose and electrolyte liquid. The patient recovered and was discharged on (B)(6) 2022. At some point during the hospital stay the cgm was 180 mg/dl compared to the bg meter value of 114 mg/dl. At the time of the report, the patient stated they had bruises that resulted from the event and had no memory of the event when it occurred. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event is available.